Event description:
It was reported the pt presented with burns following a coblation procedure involving an arthrowand. No additional info was provided; however, on-going attempts to contact the reporting facility are being made by the MFR.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided.